Event description:
The device has been replaced.

Manufacturer narrative:
Device evaluation: fold creases, wear abrasion, linear opening, brown particles in fill channel and yellow particles in shell, observed void >1 mm in non-textured, valve-to shell-bond area. The leak test and microscopic analysis was performed which identified: a linear smooth opening on posterior side in the same location of crease assessed as fold flaw opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease smooth opening assessed as fold flaw opening.

Event description:
Sales rep reported right side "deflation". Patient also reported right side "deflation". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Sales rep reported right side "deflation". Patient also reported right side "deflation". Device remains implanted.